Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell out of his gym bag and hit the ground. As a result, display screen was black. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.